Manufacturer narrative:
The reported event, delrin balls are missing and the housings opened, was not duplicated. The technician confirmed that the delrin balls were intact, but worn. During simulated testing, the latch did not move at all during high vibration condition. Device was placed in parts retention.

Event description:
It was reported that the housings opened during surgery. Procedure was completed successfully. After checking the housings, they both had the delrin ball missing which could cause or contribute to the housing to open up. It was confirmed that nothing fell on the surgical site, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the housings opened during surgery. Procedure was completed successfully. It was confirmed that nothing fell on the surgical site, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.